Event description:
My stryker hip implant produces a loud squeaking noise that is becoming more and more constant. It is quite audible and embarrassing. Within the last few months, at times I notice a more squawking/grinding sound, especially when raising my leg to put on pants. Dates of use: 2006 -- 2009. Diagnosis or reason for use; hip replacement needed.